Event description:
Hill-rom technician reported that the left foot siderail was false latching. No reported injuries.

Manufacturer narrative:
Hill-rom technician replaced the left foot siderail center arm assembly and the siderails functioned properly.